Event description:
The device was used during a thoracic procedure. Reportedly, the counter dropped from 4 to 2 and the device did not fire. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.